Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of high blood glucose readings from the insulin pump. The customer's blood glucose reading was 270 mg/dl. The customer stated that she experienced high readings and believed that the pump was not delivering any insulin or registering bolus in the pump. The customer treated with (B)(4) units of novolog insulin using the pump. The customer stated that there are no air bubbles in the reservoir. The customer was explained of the two high blood glucose rules. The customer was advised to change the entire set, reservoir and insulin and treat per health care provider's instructions.